Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judpf251 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "on (B)(6) 2020, the nurse found that the patient's catheter retainer was not closed tightly and could not fix the pipeline, so he immediately replaced the catheter retainer and re-attached it. Did not cause serious adverse effects on patients."